Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('right tube and coil removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal discharge ("discharge changed") and headache ("headache"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),oophorectomy (one side removal of ovary)). Essure was removed. At the time of the report, the medical device removal, vaginal discharge and headache outcome was unknown. The reporter considered headache, medical device removal and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events added: right tube and coil removed, headache. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.